Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation of this report, olympus made multiple follow up attempts regarding the reported event; however no additional information was obtained.

Event description:
Olympus received a medwatch report (mw5060886) indicating that a patient was infected during a colonoscopy procedure using an improperly reprocessed colonoscope. It was reported that the patient has been ill for 9 years and was provided medicine for bleeding and a rash. The model and serial number of the colonoscope is unknown. The name of the facility is also unknown.